Event description:
During a routine follow-up exam, noise was seen on the electrograms. Upon explant, a fracture of the proximal coil was observed. As the physician was attempting to remove the lead from the pt, it was reported that the silicone separated.